Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm with their insulin pump. The customer states trying to change set when they received the alarm. The customer's blood glucose level was unknown. Troubleshooting was conducted. The customer found that he had bent the needle on the infusion set. The customer was unable to return sets and reservoirs for analysis due to the customer having disposed of them. The customer is being sent out replacements. Nothing is being returned.